Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection at the implant wound site. A pocket revision was performed in which the device was re-implanted sub-pectoral. The chronic right ventricular lead was re-connected to the device without incident. There was no report of adverse patient effects due to the revision procedure.